Event description:
Pt was admitted to hospital for difficulty in breathing. Pt became bradycardiac and then went into ventricular fibrillation. CPR was begun and the device was set to discharge at 200 joules; however the device failed to discharge. CPR was continued and user switched the multi-function cable and the electrodes to this device and successfully shocked the pt. Complainant indicated that the pt subsequently expired.